Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5068-52 lead, implanted: unknown. (B)(4).

Event description:
It was reported that the patient has symptoms of dizziness with oversensing of noise on the right atrial (ra) lead. The lead remains in use. No further patient complications have been reported as a result of this event.